Manufacturer narrative:
The returned lens exhibits clear evidence of excess stress being induced on the lens. This force can be caused by friction, which can be caused from several factors including but not limited to; improperly applied ovd, excessive injection speed, or improperly placed iol. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. The DHR indicates that the lenses were processed per standard operating procedures and met all final release specifications. A query of complaint-handling database revealed no indication of a lot specific product quality deficiency. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release.

Event description:
The surgeon implanted the lens using the yamane technique then explanted the lens during the same surgery due to the lens being cracked. The patient was left aphakic. Three good faith attempts were made to discover if replacement lens is to be implanted, but customer has not responded.